Event description:
It was reported that during the preventative maintenance the optical distance sensor failed the accuracy test.

Manufacturer narrative:
It was reported that on 22-feb-2019, the optical distance sensor s/n (B)(6) and its associated laser offset plate s/n (B)(6) failed the preventive maintenance accuracy and applicative accuracy testing. The optical distance sensor s/n (B)(6) and its associated laser offset plate s/n (B)(6) successfully passed the two following preventive maintenance accuracy and applicative accuracy testing on 17-apr-2019 and 24-jul-2019. A DHR review indicated that no servicing interventions have been performed in between that could have caused or contributed to the resolution of the reported failure. Therefore, no conclusion could be drawn and the origin of the reported test failure cannot be determined.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the preventative maintenance the optical distance sensor failed the accuracy test.